Manufacturer narrative:
Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off. A review of the device history records was performed which confirmed no inconsistencies.

Event description:
It was reported that the handle broke off during a hip arthroscopy when the surgeon hit it with a mallet. The shaft of the device was manually pulled out of the surgical site. No patient injury or other complications were reported.